Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was placed lower than the targeted position. A second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, and a root cause of the low implant depth could not be determined from the available information.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.